Manufacturer narrative:
The insulin pump was received with a broken battery cap and metal stuck inside the battery tube. The unit had a cracked case at the display window corner, cracked battery tube threads, a minor scratched display window, and a corroded battery tube. Analysis was unable to verify the insulin pump reset anomaly due to the battery tube anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the battery cap snapped and became damaged. The customer's blood glucose reading was unknown. The customer stated the battery cap was stuck and was able to remove it. The customer also reported that when he touched the insulin pump it reset. The customer was advised to revert to a back-up plan, that his device would be replaced and to return his device for failure analysis.